Event description:
Active wire in the cord broke and arced, igniting a labeling tag in proximity to the break. The hospital reported the fire had to be stomped out and an in-house fire code was called. There was no report to injury to patient or staff.